Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ fx, instrument top, packaged there was a false positive issue. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "on the same instrument, we have six anaerobic vials having false positive results."

Event description:
It was reported when using the bd bactec¿ fx, instrument top, packaged there was a false positive issue. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "on the same instrument, we have six anaerobic vials having false positive results."

Manufacturer narrative:
H6: investigation summary customer reported "drawer a 6 anaerobic vials are false positive" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and 1 additional work order was observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, no instrument related issues were found. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.